Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue with the pump. There was reportedly moisture behind the display. There was no indication of damage to the pump. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: multiple unexplained power on reset (por) events were observed on (B)(6) 2016. The battery compartment was observed to be cracked below the grip pad. The base was observed to be cracked between the keypad and the case seal. There was no damage found to the returned battery cap; the battery cap secured tight to the pump. There was no visible evidence of moisture observed. A leak test failed due a base crack leak and a battery compartment leak. The pump powered on with auditory and vibration to a blank screen; therefore, the reported ¿power¿ complaint was unable to be adequately investigated. The pump¿s cover was removed; moisture corrosion was found to the display screen flex/connector and to the keypad connector, and to the power printed circuit board. A test display was mounted and it was fully functional and illuminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).